Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4): 5076 implantable pacing lead 2007-(B)(6). (B)(4).

Event description:
It was reported that there was a lead "malfunction". Additional information has been requested, however, it is not available. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.